Event description:
On (B)(6): covidien (B)(4) regulatory affairs reports rec'd via fax, a (B)(4) female pt, with an unk medical history and delicate veins, rec'd a single dose of optiject 350, by IV route via a power injector at a rate of 4.5ml/second for a heart CT scan for an unk indication, 2 weeks ago (in (B)(6) 2010). After optiject 350 injection, the pt experienced an injection site extravasation (top of the hand) of 120ml of optiject. Pt hospitalization was prolonged and the pt is currently in treatment by a surgeon. On (B)(6): pt was treated with hand elevation, ice compress, hirudoid ointment (mucopolysaccharide polysulfate). Pt was referred to plastic surgeon, final outcome is unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.